Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had fallen and broken her wrists, an area which the stimulator went to. The stimulation was always on and at the same setting. When something ¿drastic¿ would happen to the patient, the stimulation would ¿go up to that area, and turn up like [the patient] had turned it all the way up.¿ the patient thought that the stimulation was ¿chasing the pain¿ and didn¿t want to turn the device off as she believed that it was a ¿weird and wonderful thing.¿ the stimulation event had started after the patient had fallen a year ago. The patient had stated that ¿it was so intense and literally felt like it was going to shake [the patient¿s] arm off.¿ the ins charge didn¿t last as long because of the surging that the patient was experiencing. The ins was noted to have been ¿taking care of [the patient¿s stomach and body pain,¿ and the patient had ¿about 17 percent use of the stomach with the stimulator.¿ the patient¿s stomach ¿didn¿t move for about 4 hours¿ and the patient ¿turned it off for that reason to show the healthcare provider (hcp).¿ the patient was noted to have pain all over the place, which the patient did not feel was normal. The patient was ¿really sick¿ as she had rsd, malabsorption, gastroparesis, and fibromyalgia. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.